Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but is not anticipated. (B)(4).

Event description:
A doctor reported that two knives were dull during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Two opened knife samples were received correctly seated in their package tray for the report of being dull. The samples were visually inspected and were found to be conforming. Penetration testing was also performed on the samples and, again, both were found to be conforming. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The returned samples were found to be conforming therefore, dull knives as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knives were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).